Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear from the proximal to the distal ends of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 78% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during second inflation at 6 atmospheres for 7 seconds, the balloon ruptured. There were no fragments left inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 78% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during second inflation at 6 atmospheres for 7 seconds, the balloon ruptured. There were no fragments left inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.